Event description:
The facility's inventory clerk reported an infusion pump with an 812:02 failure code. The inventory clerk stated they have no record of any patient incident involving the pump since the last baxter service event. Baxter's customer serivce requested if this failure occurred during patient use or biomed testing, but it is unknown.